Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began on (B)(6) (year not specified) at 10:11am. The patient's mother reported blood glucose readings of "282 mg/dl" with the subject meter and "130 mg/dl" on another meter (onetouch ultramini meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known how the patient manages her diabetes or what action she took in regards to her diabetes regimen at the time alleged issue began. Prior to the start of the alleged issue, the mother indicated the patient was feeling lightheaded at 10:08am that morning. The mother however indicated that the patient did not receive any medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the results obtained were from an approved sample site, and the patient's testing procedure was correct. The mother did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.